Manufacturer narrative:
D4: the UDI is unknown as the part/lot number was not provided. The device was not returned for evaluation. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The patient effects of hemorrhage and vascular injury (unspecified tissue injury) are listed in the electronic perclose prostyle instructions for use (eifu), as possible adverse events of use of the device. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose closure device referenced in b5 is filed under a separate medwatch report number. Attachment medwatch report #mw5147343

Event description:
User facility medwatch report #mw5147343 was received that states: "as reported by the edwards field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, the perclose devices failed. After the esheath was removed, the perclose devices failed to close the arteriotomy. Multiple percloses were used. A vascular cutdown was performed. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." Health effect- clinical code(s): 1888: hemorrhage/blood loss/bleeding 1946: laceration (coded 4559-tissue damage)